Event description:
Patient reported, a left side "pain". "Not the same size", "deflated". Healthcare professional reported, a left side deflation, pain and removal. Healthcare professional, later reported, "any creases" on the rga. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as an unidentified (tear) opening. Crease/folding of implant: crease flat observed, on the device. Pain: unable to observe, as it is a medical event. Not related to the device. Visibility/palpability: unable to observe, as it is a medical event .not related to the device. Additional observations: yellow particles observed, inside the device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left-side "pain", "not the same size", "deflated". Device remains implanted.